Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the system had gone to a black screen with a blue password screen. A field service engineer (fse) replaced the cable on the hard drive and put a new kit molec cable ssd man plate. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis keeps going to black screen with blue password box. Pyxis will be required to shut off and turned back on about three times to get application to launch. There were no adverse events or injuries reported based on this event.